Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings: a review of the black box data showed a call service 054 alarm. During testing, the piston did not move during the rewind step; causing the pump to emit a call service 064 alarm. The complaint could not be fully investigated due to this. Evidence of moisture corrosion was found in the battery compartment. The pump cover was opened and moisture damage was found on the printed circuit board. The motor was removed and tested with an external power supply. Motor stalls occurred. The pump passed a leak test; no leaks were found. Unrelated to the complaint, the display was dim and discolored.